Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and visual inspection of the purge assembly area confirmed a ripped/ missing blue retainer. The failure mode was due to broken/ missing purge retainer. This report is being filed as part of a retrospective review of historical records.

Event description:
Us complainant reported that the patient was placed onto impella cp support due to acute myocardial infarction / cardiogenic shock. While on support, the automated impella controller (aic) experienced a purge disc/flag issue that was resolved by changing the aic. The patient ultimately expired as care was withdrawn, but there is not enough information to exclude the impella device as an associated factor in the patient's demise.